Event description:
This patient received 2 inappropriate shocks due to noise detected on the rv lead. It was decided to turn this lead off and have him return to his home town for a thorough evaluation of this device. All available information suggests that this lead remains implanted. If additional information becomes available, this event will be updated.